Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a segment of tls stylet. The segment was placed on gauze, next to a ruler. The fragment appeared to include the distal tip and measured approximately 1.3¿ in length. Also received was one photograph depicting the distal end of an undamaged non-complainant stylet. While stylet damage was evident, inspection of the provided photograph was insufficient to determine the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of reaq2462 showed no other similar product complaint(s) from this lot number.

Event description:
On 07/06/2016- per sales representative the facility reported that on (B)(6) 2016 the PICC was inserted via the right cephalic vein. The PICC was trimmed 10cm and positioned at the 42cm mark. The chest x-ray taken on (B)(6) 2016 showed appropriate position for the PICC tip. It was stated that on (B)(6) 2016 radiology noted a thin metallic object approximately 3cm at level of right axillary vein. The object was removed and discarded by interventional radiology on (B)(6) 2016. A photo was taken of the object and the radiologist reportedly determined it to be consistent with tip of stylet used with the type of PICC inserted.